Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 75% stenosed target lesion was located in the severely tortuous and calcified right coronary artery. The lesion was pre-dilated with a 2.5x12mm non-bsc balloon catheter. This 3.0 x 38mm promus element stent delivery system was selected; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed stent damage. Two struts on the seventh row from the proximal edge were bent back distally. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).